Manufacturer narrative:
Presence of dry blood in the pa tube channel. Error e001 confirmed on connection to pressio monitor. The pa catheter tube is completely elongated between the dongle shell and the y separator, the measurement shows an elongation of + 140 mm (the theoretical distance between these two elements is 450 mm, it is measured at 590 mm). It is possible to extract the broken micro-cable from the pa tube, broken at around 130 mm from the dongle shell. This explains fault e001 (electrical discontinuity) due to the broken micro-cable in the pa tube. The fault is therefore due to incorrect use.

Event description:
Before the catheter was implanted, the surgeon zeroed the catheter normally. Four hours after catheter implantation, e001 was displayed on the monitor. The surgeon and nurse confirmed that the catheter was not pulled or broken